Event description:
Dupen long term epidural catheter -ref 0602900- by bard manufacturing has a distal end that looks identical to the end of a broviac central line catheter. This has tremendous error potential for the infusion of intravenous products into the epidural space.